Event description:
I got my breast implant in 2002. After about a year, I started noticing symptoms. My first symptoms were stomach gastritis. The second was chest pain. I have had chest pain including ribs soreness since 2003. Other symptoms started showing up. I had severe vertigo which I've also had for the last 15 years. I still have the breast implants in. One is ruptured since 2016. I am currently fighting my insurance company to get them taken out. Other symptoms were muscle spasms, severe joint pain, spinal degeneration, eye weakness. Hair loss, dry eyes, dry mouth, metallic taste in my mouth. Sensitivity on my skin especially on my upper thighs. I was very sensitive to cold. I have reynaud's syndrome in my hands. My hands and feet go numb. I felt electric shock feeling in the back of my neck. I also felt weird nerve pain that started from the base of my neck and the back would go over the top of my head into my right eye. I have severe nausea. I have intestinal disruption. Sometimes I'm constipated. Sometimes I have diarrhea. I've had leaky gut twice. I've changed my diet and taking supplements to try to help that somewhat. I never feel good. The strangest symptom in my head was that I would hear detonation sounds. Very loud explosions that no one else could hear but me. I feel my implants are affected my mood. I have severe mood swings. Anger erupts out of nowhere. This is all not my personality. Until I got the implants, I was always calm laid-back person. I have severe fatigue. Sometimes, I have insomnia. I have very bad balance. I get severe sinus infections. Bladder cystitis. I've had a parasite, heart palpitations, sensitive to light, sounds. And loss of libido. I've been diagnosed in the last 15 years with only mitochondrial dysfunction, or gerd. I've also been diagnosed with mitral valve prolapse. Before implants, I was perfectly healthy female who had four children with no complications whatsoever. I was vigorous at my work and play fit, and happy. Healthy woman who had given birth 4 times to four healthy children. I've never been sick a day in my life. I got breast implants and went down within the first year to where I could not work anymore. I had to go on disability. I tried to get myself better with vitamin supplements and changing my diet to no gluten, no dairy because everything that I put in my stomach would cause gastritis. That seemed to help somewhat but in 2012, crashed again back to the bottom of the well. It's taking me forever to try to pull myself out of it again. I still have both breast implants. One of them is deflated and it has been for going on 3 years. My insurance company will not help me get these things out. At this point the deflated implant is scraping my chest wall causing severe inflammation internally. It is very difficult to sleep. The pain wakes me up a few times at night. I can't sleep on that side because of the pain, so I try to sleep on my back. I cannot sleep on the other side because that's causing the vertigo to start up. I have had quite a few surgeries since I've had the breast implants which I feel are part of the cause of my total hip replacement. I feel that the implants caused my stomach to be severe that I became vitamin deficient which caused the lack of vitamins in my body. I feel that the breast implants cause my back to deteriorate and my hip to deteriorate. I had osteoporosis in my right hip in my (B)(6). I've had my gallbladder out and problems with my kidneys. My body seems to be full of inflammation since I got the breast implants. I'm just hoping I don't die from these things still being inside my body or develop cancer. Before breast implants, I would see my doctor once a year for a physical. Before that I hardly ever saw my regular doctor, because I was never sick. After implants, I now have a gastroenterologist, a urologist, a rheumatologist, and neurologist. You name it, and an infectious disease doctor. Someone needs to wake up to the fact that these are making people sick.